Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the unit was sink into the water chamber and got inside of the unit. Heater turned the unit on to try and test it and has burning odor coming from the device. Additionally, upon evaluation of the device, the unit has burned components in the pca. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer¿s investigation is ongoing. A follow up report will be submitted when the manufacturer¿s investigation is complete.